Event description:
It was reported that a portex® pressureeasy® cuff pressure monitor failed to accurately monitor tracheal cuff pressure. The device required inflation because the green line was not visible. The patient had increased respiratory rate and was not synchronizing with the ventilator. The patient had a gurgling sound on expiration. Oral suction was given and patient continued to make a gurgling noise. The device was disconnected and rechecked with a manometer, showing a presure of 0. The use of the device was discontinued and the staff returned to four hourly cuff pressure checks. Does not appear patient was harmed in this incident.